Manufacturer narrative:
H6: coding has been updated to reflect completion of the investigation.

Event description:
It was reported that approximately two-weeks post-operatively the locking mechanism of a three-level ozark plate disengaged and one ozark self-tapping screw migrated. The patient reported pain and discomfort. This report captures the screw.

Event description:
It was reported that approximately two-weeks post-operatively the locking mechanism of a three-level ozark plate disengaged and one ozark self-tapping screw migrated. The patient reported pain and discomfort. This report captures the screw.

Manufacturer narrative:
Device remains implanted.